Event description:
A hospital (B) (6) reported via a distributor that the shape of the heater wire adapter pins of an rt206 adult breathing circuit were defective and cannot be connected to the humidifier. It was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt206 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.